Event description:
It was reported that during system start up, the cs300 intra aortic balloon pump experienced an autofill failure. At this time, patient involvement is unknown; however, no adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, transducer was calibrated and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The full event site name is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, e2, e3, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields; d5, g1.

Event description:
It was reported that during system start up, the cs300 intra aortic balloon pump experienced an autofill failure. There was no patient involvement thus no adverse event reported.